Event description:
It was reported that during tlif procedure, when rotating the reamer the piece inside the t handle broke in both devices. Back up set used to complete surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: this device was greater than 3 years old at the time this event was reported. A materials analysis performed on a previous similar complaint concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Conclusion: the plausible root cause of the reported event is normal material wear based on the age and usage of the device.

Event description:
It was reported that during tlif procedure, when rotating the reamer the piece inside the t handle broke in both devices. Back up set used to complete surgery.